Event description:
Pt with extensive periheral vascular disease was having a stenting procedure done to allow better lower limb circulation. The radiologist placed a sheath into the right femoral artery under sterile conditions. He then placed a 4 fr straight glide catheter into the sheath. The catheter sheared off, leaving a 10-15 cm segment in the iliac artery. The radiologist attempted to snare it through the right and left groin access, but was unable. The patient had to go to the o.r., where the catheter piece was removed. However, following the removal of the sheared off catheter, the patient developed a cold foot on the right and evnetually, a fem-pop bypass had to be performed. The patient lost pulses during the night and had to be returned to the o.r. Ultimately, a left bypass was performed.